Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the complaint sample consisted of (1) 217863134 rev fem/tib/sleeve clamp functional examination of the returned device with a retained depuy sigma tibial sleeve found the clamp to accept, lock, retain and unlock from the sleeve with no restrictions. The complainant reported ¿the rev fem/tib/sleeve clamp won¿t hook on stem¿. Per the sigma revision and mbt revision tray surgical technique 0612-51-506 (revf.5), page 48, the rev fem/tib/sleeve clamp is to be used to grasp the tibial sleeve during tightening of the stem to the sleeve. The complainant was attempting to use the rev fem/tib/sleeve clamp to grasp the stem , which is not the suggested use of the device. The root cause is user error/technique. No evidence was found of product error and the need for corrective action was not indicated. Complaint trends will be monitored by post market surveillance through sep-419. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the rev fem/tib/sleeve clamp won¿t hook on stem.